Event description:
There was an allegation of a discrepant high result for 1 patient sample tested for creatinine plus ver.2 (crep2) on a cobas c 503 analytical unit. Of the data provided, a discrepant high glucose result was identified. The initial crep2 result was 2.48 mg/dl. The initial result did not correspond to the patient¿s clinical picture, and the sample was repeated. The repeat result was 1.58 mg/dl. The repeat result was believed to be correct. The initial glucose result was 140 mg/dl. The repeat result was 98.9 mg/dl.

Manufacturer narrative:
The crep2 reagent lot number was 863540 with an expiration date of 31-dec-2025. The glucose reagent lot number and expiration date were not provided.

Manufacturer narrative:
The field service engineer (fse) identified a clot in the sample probe. The fse replaced the sample probe and checked adjustments. Precision results were within specification. No calibration issues were identified. Qc was acceptable. There was no indication of a reagent performance issue. Sample quality alarms were observed on the alarm trace data. The service actions resolved the issue. The investigation determined the event was due to a maintenance issue.